Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 16606589. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient experienced loss of stimulation due to high impedances. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead revealed the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that four cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that the patient experienced loss of stimulation due to high impedances. The patient underwent an explant procedure and was doing well postoperatively.